Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device.

Event description:
It was reported that during a hysterectomy, ¿remove instrument from patient¿ was displayed frequently in the 1st device. The same event occurred in the 2nd device. Gen11 was used. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.